Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery cap had stripped threads and there was moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2016 with the following findings: investigation revealed a crack in the battery compartment. The battery compartment threads were damaged. There was evidence of moisture damage inside the battery compartment and underneath the battery cap. A leak test showed a leak at the battery compartment crack. Upon removal of the pump case, there was evidence of additional moisture contamination inside the pump. The battery cap was able to fully tighten on a test pump. The coin slot and the treads were intact. Unrelated to the original complaint, the pump experienced intermittent power issue with the returned battery cap and a test battery cap related to the damage.